Event description:
It was reported to philips that the azurion system was not turning on. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after replacing the fantray and re-connecting the ups, the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ups was beeping in the system. Upon troubleshooting, fse disassembled pdu (power distribution unit) fan tray and found burnt traces on main board; removed ny15 &ny16 to check additional blown fuses and no fuses on ny15 and none were open on ny16. To resolve this issue, fse replaced pdu fan tray and direct current power supply dcps, reconnected ups and performed the functional tests. The system was returned to use in good working order. The codes were updated based on the investigation outcome.